Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of high blood results. Customer states that she has a headache, dry mouth, frequent urination and intense thirst. Customer declines that medical attention is needed. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 05/31/2016. The customer states the meter was not coded properly; that the test strips and code chip did not match (code chip 4343, strip lot number rp4300). Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 545 mg/dl and 519mg/dl fasting. Reviewed meter memory: 586mg/dl, (B)(6) 2015, 04:56:00 pm, fasting: no; 298mg/dl, (B)(6) 2015, 09:53:00 pm, fasting: no; 558mg/dl (B)(6) 2015, 05:32:00 pm, fasting: no; 433mg/dl, (B)(6) 2015, 07:51:00 pm, fasting: no; 262mg/dl, (B)(6) 2015, 08:45:00 pm, fasting: no. Customers concern: 586mg/dl on (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had incorrect code key. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she has a headache, dry mouth, frequent urination and intense thirst. Customer declines that medical attention is needed. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 05/31/2016. The customer states the meter was not coded properly; that the test strips and code chip did not match (code chip (B)(4), strip lot number rp4330). Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 545mg/dl and 519mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 586mg/dl on (B)(6) 2015. Adverse event not reported.